Manufacturer narrative:
(B)(4). No conclusion code available. No complaint received with return of device. Failure event observed during analysis. Final analysis found that upon receipt communication could not be established between the device and the programmer due to battery depleted. The hybrid was found to be damaged. The cause and the time of the damage was undetermined. (B)(4).

Event description:
This report is to advise of an event observed during analysis.